Manufacturer narrative:
(B)(4). Concomitant medical products: 650-1057 cer bioloxd option hd 36mm 278470, 650-1065 cer option type 1 tpr sleve -3 583430. The investigation is in progress. Once the investigation is completed a follow up MDR will be submitted.

Event description:
It was reported patient underwent total right hip arthroplasty and the patient was revised two days later after the patient experienced a fall. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. UDI # - (B)(4). The product was evaluated through manufacturing review and the complaint was confirmed through review of medical records. The device history records were reviewed and no discrepancies relevant to the reported event were identified. Revision operative notes identified that the patient fell two (2) days following total hip arthroplasty and sustained a periprosthetic fracture. An open reduction and internal fixation was performed with removal and replacement of the hip prostheses and a hemovac drain was placed. Radiographic inspection identified a fracture of the proximal femoral diaphysis at the level of the tip of the femoral stem without dislocation and potential mild osteopenia. The overall alignment of the implants was appropriate with slight valgus positioning of the femoral stem. However, there were no signs of loosening, subsidence or disassociation of the implants. The root cause of the reported fracture is the patient's fall; however, the reason for the patient's fall is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.